Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had migrated in the patient. Surgical intervention was performed and the crt-d was repositioned and remains implanted and in service. During the procedure, the left ventricular (lv) lead was believed to have been fractured. The lv lead was surgically abandoned and replaced at a later date. No additional adverse patient effects were reported.